Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) system over temperature no injuries or deaths.

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h6 (investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the scroll compressor, tidal volume disk, mufflers and temperature sensor. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, e1(initial reporter, event site email), g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 due to character restrictions in block e1 initial reporter: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they gave a quote to replace the compressor and tidal disk. If any information is provided, the investigation will be reopened and processed accordingly.

Event description:
N/a